Event description:
It was reported that the patient experienced chest pain due to sensor-overdrive on the pacemaker. The sensor has been switched off and the device remains in use. The patient was enrolled in the minerva post market clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed of no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.